Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical and performance tests performed. Therefore, the ipg exhibited normal device characteristics.

Event description:
A report was received that the patient's ipg was explanted for an unknown reason. No further information can be obtained.